Event description:
Customer reportedly received results of 81 mg/dl and 170 mg/dl within 10 minutes on the compact plus system. Caller states customer appeared to have low blood glucose symptoms with these results. He was able to consume bread on his own. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.